Event description:
The user facility reported that a patient had sustained chemical colitis following a diagnostic colonoscopy. The patient was reported to have returned to the hospital within 24 hours of the procedure, with symptoms of chills, fever, and rectal bleeding. The patient was given antibiotics, but there was no improvement. A CT scan was performed and revealed significant thickening in the colon. Additionally, a blood test was said to have shown an increase in white blood cell count. The patient was diagnosed with colitis, given intravenous antibiotics and hospitalized for 3-4 days. The patient was reportedly doing fine upon release from the hospital.

Manufacturer narrative:
Olympus followed up on this report and dispatched an olympus endoscopy support specialist (ess) and olympus field service engineer (fse) to visit the user facility and assess the user facility's reprocessing practices. During the visit, the users were found to have deviated from some of the recommended steps in reprocessing of the endoscope, and in the use of the chemical sterilant. The olympus representatives provided the educational materials and in-service training on the appropriate reprocessing procedures. The device referenced in this report was not returned to olympus for evaluation. The cause of the patient's outcome cannot be conclusively determined. However, improper reprocessing practices cannot be ruled out as a contributory factor. This report is being submitted as a medical device report in an abundance of caution.